Event description:
A healthcare professional reported that during intraocular lens (iol) implant procedure, the lens was upside down. The leading haptic was out and because the injector was larger and flush with the wound it was hard to rotate while inserting. So, then they had to rotate the lens in the eye in an otherwise uneventful case. Additional information received stating that, the lens was already implanted in the eye however upon implantation it was upside down in the s configuration despite having the injector in the correct orientation. The lens then had to be adjusted and fixed in the eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. No sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).